Event description:
It was reported that pump quick bolus and wake button was not functioning as expected and was hard to press. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.